Event description:
Customer was standing alongside of the unit and attempted to move by squeezing the engager. Customer caused the unit to go in reverse instead of forward and ran over customer's foot. As a result, customer has a fractured foot.